Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no value ind* flagged troponin (accutni) qc and patient results generated by unicel dxc 600i access 2 immunoassay system. The results were not reported out of the laboratory. The customer stated all of the patient results were within the normal reference range upon repeat testing. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. * ind = indeterminate. The result is at the low end of the analytical range. The result can not be distinguished from a system failure.

Manufacturer narrative:
While troubleshooting with bci customer technical support, it was discovered that a reagent pack was miss-loaded and placed in the incorrect slot of the reagent storage carousel. The cts gave the customer instruction for removing the miss-loaded pack and verifying the onboard reagent inventory. Service was not dispatched for this event as the issue was resolved by troubleshooting with cts. User error is the root cause for this event.